Manufacturer narrative:
During evaluation of the treatment tip, service confirmed damage on the tip membrane along the radio-frequency trace. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first degree patient burns/redness associated with radio-frequency trace damage of the treatment tip which contacts the patient during the thermage cpt procedure. This damage of the membrane can cause the radio-frequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Investigation found that flames/sparks from the tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damage the radio-frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. A review of the manufacturing records showed all requirements were met. A medical review of this case determined this event was not a serious injury. Service confirmed there was damage on the tip membrane along the radio-frequency trace. Based on the available information, the redness and burns that occurred during treatment were most likely caused by damage on the tip membrane along the radio-frequency trace.

Manufacturer narrative:
The treatment tip was returned and evaluated. The tip passed flow test but failed leak test and thermistor test. The tip failed visual inspection for a burnt trace on the tip surface. Dielectric breakdown was observed. Functional testing was not performed due to burnt trace on tip surface. A review of the manufacturing records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A distributor reported that a spark was observed during a thermage treatment. While performing the facial treatment at 456 reps, the practitioner heard a sharp cracking sound and observed a spark at the tip. The physician reported observing 2 small pin-hole breaks in the tip membrane following the spark. The highest energy level used was a 4. The tip was inspected before the treatment and at approximately every 50 pulses during the treatment. Nothing out of the ordinary was noted until the spark was observed. There was no serious patient injury reported, however the patient experienced erythema that subsided within two hours.